Event description:
The customer reported the ventilator went vent inop and alarmed during normal ventilation operation. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's field service engineer was able to duplicate the reported event. Review of the device diagnostic history indicated an occurrence of a vent inop due to a flow sensor failure. The service engineer replaced the exhalation flow sensor to sensor pcba cable to correct the reported problem. Applicable final testing was completed to operating specifications.